Manufacturer narrative:
This is report 3 of 3 for this facility and aware date. The customer reported a suspected false (incorrect) positive result on a rapid result covid test system on an individual patient. No patient data was available. This event was also observed and confirmed by the manufacturer but could not be reproduced. A second test of the sample with the rapid result testing platform produced a negative result. Molecular (polymerase chain reaction [pcr]) testing was requested but is not yet available. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 3 of 3 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid covid test system on an individual patient. This event was also observed by the manufacturer.

Manufacturer narrative:
Contact's phone number area code corrected. Unmarked the product as a combination device (device is not combination).